Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 753 mg/dl and a bolus via the pump was delivered. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. Elevated bg/dka were resolved. The customer was not discharged at the time of the report. During a pump system check, the non-tandem cannula was found to be kinked and the pump time was incorrect due to use error. The contact corrected the time. Although requested, the discharge date was not provided.